Manufacturer narrative:
Device broken during insertion. Device was not implanted/explanted. (B)(4) used to address the adverse event of the x-ray during the procedure, the investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports were generated during production. This complaint is assessed as not related to sterilization. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the surgeon inserted the screw in screw after an insertion of multiloc screw. Although there was no problem on the surgical procedure, the surgeon noticed a different sound from the usual one. According to x-ray photo, the screw in screw was broken. The surgeon removed two broken screws. It was found out after removal that torque wrench was not attached to the screw driver. The operation was extended for five minutes. This is report 1 of 2 for (B)(4).